Event description:
It was reported that there was a failure of the bone cement that resulted in the cemented cup pulling out of the acetabular cage. The cement was the failure point of this surgery. Revision procedure has not been scheduled at this time. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00700005820 item name 58mm cup size revision shell lot # 64016660 depuy smart set ghv cement. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02469. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing for the cage. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left-sided acetabular reconstruction. Left total hip arthroplasty with loosening or malposition of an acetabular cup which is vertically oriented. Dislocation of the left femoral head which also appears to be dissociated from the femoral stem. The root cause of the reported issue is attributed to off label use, as per the product compatibility chart, acetabular reconstruction polyethylene liners/cups and metal cages/rings, the tm revision cage is only to be used with tm products and the off-label use could have contributed to the reported event. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.